Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support after pulsatility dropped, it was noted that the impella cp was in too deep and needed to be pulled back. The physician made several attempts to find a good position. However, the patient¿s anatomy was too small, and the outlet was only passed halfway through the aortic arc, the patient¿s ventricle was reported to be small. The patient remained stable throughout the procedure and was successfully weaned.